Manufacturer narrative:
A leak of unknown origin was identified in the port. Cause of leak is unknown. The manufacturing records for the port was reviewed and no discrepencies or non-conformances recorded. Product was manufactured to specification.

Event description:
The patient had the port implanted on (B)(6) 2020. After six months, on (B)(6) 2020, the patient had an x-ray confirming the port was leaking. The device was explanted on (B)(6) 2020.